Event description:
As reported, during use in patient, this pressure monitoring set provided inaccurate values. No further information available. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.